Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to unstable angina (B)(6). Cardiac catheterization revealed an 80% stenosed and 14mm long target lesion located in the distal right coronary artery with a reference vessel diameter of 2.5mm. It was treated with direct stenting using a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. At 24 days later, the patient presented to the emergency room with an episode of chest pain and was treated medically. The event is reported to be resolved without residual effects. It is the opinion of the physician that there is a relationship between the taxus liberte stent and the event.

Manufacturer narrative:
(B)(4)device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to unstable angina (braunwald classificiation iiia). Cardiac catheterization revealed an 80% stenosed and 14mm long target lesion located in the distal right coronary artery with a reference vessel diameter of 2.5mm. It was treated with direct stenting using a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. Twenty four days later, the patient presented to the emergency room with an episode of chest pain and was treated medically. The event is reported to be resolved without residual effects. It is the opinion of the physician that there is a relationship between the taxus liberte stent and the event.